Manufacturer narrative:
Device inspection is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
Customer reported table wobbles from side to side during procedure. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "table wobbling" could confirmed during the inspection. It was identified that the jacking up was uneven because the articulated feet were missing at the opposite corners. The service technician replaced all 4 articulated feet. A test at the manufacturers plant with the same condition as described by the service technician was performed but did confirm that the table does not wobble with two missing articulated feet. The root cause could not be confirmed. Additionally, according to the instructions for use the table must be checked for damages and correct functionality before each use. The missing articulated feet were noticeable prior use. Based on this, no further actions are required.

Event description:
Customer reported table wobbles from side to side during procedure. This report was filed in our complaint handling system as complaint #(B)(4).